Event description:
The customer obtained falsely high troponin I results on three patient samples. One of the biased results was reported, but a corrected report was issued to the physician prior to any action. An elevated result of the magnitude obtained might initiate a cardiac catheterization. There was no report of paitent harm as a result of this event.